Event description:
Reporter alleged the patient obtained the results of hi (greater than 600 mg/dl) and 119 mg/dl back to back within 10 minutes on the performa system. Reporter alleged that at a different time on the same day, the patient received the results of 147 mg/dl, 115 mg/dl, and 174 mg/dl on the performa system compared back to back within 10 minutes of a result of 40 mg/dl on the lab system. Reporter stated the patient was decompensated, but did not provide how the patient was treated. Reporter did state the patient was given "cristaline insulin" at some point. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(4). The strips that were returned but due to scratched electrodes that strips were not recognized by the meter and could not be tested.

Manufacturer narrative:
The event occurred in (B)(6).